Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The product used was either spinbrush proclean powered toothbrush soft 66878 00078 or spinbrush proclean powered toothbrush medium 66878 00079. Lot codes: head dd2180h1, handle dd2178f1. Manufacture dates: head 06/28/2012, handle 06/26/2012. (B)(4).

Manufacturer narrative:
There is no code available that best fits the conclusion.